Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed one similar complaint for this lots of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Affiliate reported via email a cannula for shoulder arthroscopy portal is used, an inner membrane of the cannula (cod. 214120), which is to contain the water in the joint, came off. As it was the first time that happened, we assumed that it was something punctual or customer error, which is new with our products. There was no damage to the patient. The surgeon kept using the same cannula. He could remove the inner membrane, just lost a little bit more water, but could remove it and complete the procedure without problems. There was no delay in the procedure due the event.